Manufacturer narrative:
Section b1, g3: correction. Section b5: multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) and the clinical values reported could not conclusively be determined through this evaluation. Transient power elevations captured during pulsatility index (pi) events were confirmed through the analysis of the submitted log file. The fixed speed remained above the low speed limit for the duration of the log file and the pump appeared to be functioning as intended. A specific cause for these elevations could not conclusively be determined. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further related issues have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and outlines the recommended anticoagulation therapy and international normalized ratio (inr) range. The heartmate ii lvas IFU also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Furthermore, this IFU explains that if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had high pi events (B)(6) 2020 intermittently. Patient has been having periods of shortness of breath. The patient's mean arterial pressure have also been 116, 97, 98 88, and today was 80. The patient's ldh range has been ranging 398 on (B)(6) 2020 , 440 on (B)(6) 2020, 426 on (B)(6) 2020; plasma free hemoglobin 3.0. Log file analysis captured a few elevated powers greater than 10 watts last month in june that were associated with pi events. Pump power baseline seems to be around 5 watts for this patient and within the past few days the pump power has been routinely captured in the 7 watts range.